Manufacturer narrative:
The lot number is not known so only the di information from the UDI is known. A DHR review is not possible because the lot number was not provided. A causation between the hollister catheter usage and the end user's reported uti could not be established.

Event description:
It was reported that the patient was diagnosed with a urinary tract infection (uti) and has been prescribed appropriate medication for treatment.